Event description:
Additional information was received from the patient. It was reported that it was unknown as to why their lead broke. However, they mentioned that their activity level had increased since receiving their implant. The patient stated that they attempted to have their device reset and was waiting on approval in order to replace their device. No further complications were reported.

Manufacturer narrative:
Correction: additional information indicated that the correct date the manufacturer received information that a reportable event had occurred was (B)(6) 2017, not (B)(6) 2015 as initially reported.

Manufacturer narrative:
Concomitant medical product: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's lead was broken. The patient stated that their therapy stopped working on (B)(6) 2017. A manufacturer's representative (rep) checked the patient's leads on (B)(6) 2017 and informed the patient that their lead was broken. The patient is trying to get a lead replacement approved with their insurance. No procedure is scheduled at this time. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.